Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. The helix of the lead was extrinsically bent. The helix of the lead was extrinsically compressed. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable pacing lead (ipl) implant procedure, the tip could not be extended when turned over 20 times outside the patient¿s body. By rotating further, ipl tip was finally protruded but white foreign matter was observed at the tip. The ipl tip was not smoothly retracted or extended even after troubleshooting. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.